Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after an ablation procedure, the physician decided to change the ventricular lead as the thresholds were at unacceptable levels. Under fluoroscopy, it was found that the lead had dislodged. The lead was capped and replaced. The atrial lead showed a change in the sensing values to undersensing. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.